Manufacturer narrative:
It was reported that the syringe has "no suction" and is unable to draw up medication. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Two (2) boxes of samples were returned in new condition for evaluation. Syringes come with hypodermic needles which are not designed to penetrate vials or draw up medication through a rubber stopper, but rather, only for insertion into the patient in order to either inject fluids or with draw fluids from the body. The reported problem/issue was determined to be cause by off-label use. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe has "no suction" and is unable to draw up medication.